Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) had no telemetry and the patient was unable to find the implant with the reader. The icm remains in use. No patient complications have been reported as a result of this event.